Event description:
It was reported that oversensing and loss of capture was observed on right atrial lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; partial lead in segments was received and analyzed. Blood/body fluid in/on all conductors(not obstructed) and in/on helix/lobe mechanism. Outer insulation is breached cut and apparent explant damage. White substance on outer insulation.